Event description:
The doctor reported that he had experienced malyugin rings breaking at the glue joint upon removal from the eye. There was no impact to the patient and the procedure was completed as planned. There were other unsubstantiated reports of malyugin rings breaking from the facility.

Manufacturer narrative:
The surgeon reported that he was using forceps to remove the ring from the eye contrary to the instructions for use which instruct to use the inserter for removal. At the time of this report no product had been returned for evaluation and no information about this or any other ring breaks was available. This is the second of four reports.